Event description:
It was reported: "there is a metal peg on the 4-in-1 cutting block and it broke off."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.